Event description:
As reported by the user facility ((B)(6)): alarmed and shut down: staff member attempted to change the adrenaline dose, whilst it was infusing, the pump alarmed, and shut itself down. They had to turn on the pump again, remove the syringe, place into a new pump, reprogram new pump and recommence infusion. Ref MFR report: 9610825-2013-00076.